Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a intermittent power (damage- battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/20/2015 with the following findings: the complaint was unable to be duplicated. Review of the pump¿s black box revealed related alarms. A battery compartment crack was observed. The returned battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump¿s electric power draws were found to be within specification. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.